Event description:
It was reported a bridge bolus (bb) was incorrectly performed. A pump refill and concentration change from 2000 mcg/ml to 500 mcg/ml was programmed. A reservoir rinse had been done. The patient experienced possible overdose symptoms. The old drug desired dose for the bb was supposed to be 260 mcg but 500 mcg was programmed. The patient returned to the clinic the following day. Approximately 26 hours had passed since the update. The bridge bolus was canceled and the pump was updated. The pump was programmed to run the drug at 260mcg per day rate. The pump was delivering gablofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Product ID: 8703, lot# j89062329, implanted: (B)(6) 1989, product type: catheter. (B)(4).

Event description:
Additional information reported that the patient had been mainly lethargic. The patient was doing well now.

Manufacturer narrative:
(B)(4).